Event description:
A report was received that the patients ipg was not holding a charge due to ipg migration. Database analysis of the battery discharge revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling that suggests a poor ipg depth or orientation. The patient underwent a revision procedure wherein the ipg was repositioned.